Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to deliver a bolus on their insulin pump. Customer stated their b button was not responsive to deliver their bolus. It was also found the customer could not navigate to the bolus menu on their insulin pump. The customer stated there was an open circle on their insulin pump's screen. Customer was assisted with delivering a bolus. The customer's blood glucose was 114 mg/dl. No additional information provided.